Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of low visibility of the catheter tip was unconfirmed as the problem could not be reproduced. Two frontal chest radiographs were returned for evaluation. One of the images was annotated indicating that the tip of the catheter was not visible. The right sided s/l PICC catheter was seen with the tip terminating in the distal right subclavian vein. There were numerous bright linear structures, sternoclavicular joints, first costocondral junction, scapular spine, right paratracheal line, and the dish which were distracting but did not prevent visibility of the catheter. The second image was annotated to indicate that the catheter tip was visible. The right-sided s/l PICC catheter was seen with the tip terminating over the distal svc. Neither image showed low visibility of the catheter. However, it was noted that the catheter tip stopped in the distal right subclavian vein on the first image. As the catheter and catheter tips were visible in both images, this complaint will be considered unconfirmed at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the static therapy specialist recently found that part of the catheter tip could not be displayed during x-ray imaging after the catheter was inserted. No other information was provided. Additional information received: at present, there is no problem in the use of the product, the problem appears in the positioning of the CT film, the current CT room believes that there is a problem with the development material of our catheter that causes the same development as the previous catheter, different patients who wear it at the same time, there is a column of development is very good, and the other column is not clear, so the customer suspects that there is an improved process for some of the development materials of our current catheter.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the static therapy specialist recently found that part of the catheter tip could not be displayed during x-ray imaging after the catheter was inserted. No other information was provided.